Event description:
The user reported that while he was at school, he suddenly could no longer hear with the right side device. Moreover, the user had some discomfort in the neck and head, which was reported to the parents. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported that while he was at school, he suddenly could no longer hear with the device on the right side. Moreover, the user had some discomfort in the neck and head, which was reported to the parents. The user was re-implanted.